Manufacturer narrative:
Date of event: unknown. The customer's address is unknown. (B)(4) USA has been used as a default. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that a syringe 0.3ml 31ga 8mm 10bag 500 pl/wg had missing label information before use. The following was reported by the initial reporter: it was reported that the consumer requested information on the expiration date. Verbatim: consumer requested information on expiration date.